Event description:
(B)(4). It was reported that post a stenting treatment procedure, a myocardial infarction occurred. (B)(6) 2010, due to acute coronary syndrome with elevated cardiac enzymes, the patient underwent cardiac catheterization which identified 2 target lesions. The first was a 90-95% stenosed lesion in the mid left anterior descending coronary artery (lad) and the second was in the 100% stenosed mid right coronary artery (rca). The lad was first treated with a non-bsc drug eluting stent. Then the patient was brought back to the cath lab 24 hours later for a staged procedure to treat the rca. Access was gained using a 6fxb rca guide catheter and a non-bsc 0.014" guide wire which was placed distally in the right posterior descending artery (pda). The mid rca was then dilated with a 2.0x10mm non-bsc balloon with several inflations performed throughout the mid rca to 12atm for 10 seconds each. Then a 2.75x38mm taxus liberte stent was advanced and deployed at 12 atm for 20 seconds. The predilation balloon was re-advanced to perform post dilation with inflations to 22atm for 10 seconds each. Angiography confirmed timi-3 flow and 0% residual stenosis. The patient tolerated the procedure well and there were no immediate complications noted. (B)(6) 2011, the patient presented due to atypical chest pain, nausea, dyspnea, weakness, fatigue, lassitude and malaise with progressive weakness over the last several days. Initial blood pressures were 90/33 and then went down to 71/29. She was put in trendelenburg, given massive IV fluids and was given fluid resuscitation. She was in acute renal failure. The patient admitted to having high blood sugars in recent days and has not been compliant with medications, diet or exercise. An initial CT scan was negative for pulmonary embolism and an EKG showed q waves in v1 through v3 with t wave inversion which was noted to be a significant change from a previous EKG in (B)(6) 2011. It was felt that her condition was consistent with an anterior wall, non-st elevation myocardial infarction with an uncertain occurrence date secondary to the patient's diabetic ketoacidosis, dehydration and hypotension. She was treated with IV fluids, heparin and protonix. She continued to have intermittent chest pain during her hospitalization. A subsequent stress test showed an old inferior myocardial infarction without peri-infarct ischemia. Troponin levels peaked at 2.6 (units not provided). It was recommended that the patient be treated with medical therapy. After (B)(6), heparin was discontinued, her lab values normalized and she had no recurrence of chest discomfort and was considered medically stable to discharge home. She was hospitalized for a total of 5 days and was discharged on aspirin and plavix.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).